Event description:
It was reported that the customer had gone through 3 reservoirs. Customer stated that when she goes through priming and she seems the drops, she stops and notices all the insulin is gone. Customer stated that she sees the insulin is squirting out and that there is a possible gap from the piston to the reservoir. Customer's blood glucose level was 308 mg/dl. Customer stated that they were not wearing the pump during priming. Customer does not fill the reservoir with the equal air amount as insulin. The piston is moving toward the reservoir and by the time it reaches all the insulin has come out. Customer was advised to monitor the set changes. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.